Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient underwent an initial implant on (B)(6) 2015 (the lead impedance was ok after the implant). Follow up with the company representative indicated that some months later high impedance was observed on the patient's vns system. The site decided to intervene on (B)(6) 2016 as a connection issue was suspected, the goal of the intervention was to check the placement of the electrodes on the nerve and to secure the lead-generator connection. It was reported that the proper connection between the lead and the generator resolved the issue. The lead impedance returned to the normal value and the patient's outcome was ok. Review of manufacturing records confirmed all tests passed for the generator prior to distribution.